Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 4. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 4. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.